Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit communicated properly with glucose sensor simulator and the minilink transmitter. Monitored and verified the auto mode menu. The auto mode feature was still activated; no auto mode feature functioned properly. No stuck button alarms noted during testing. All buttons function properly, however slight moisture damage on keypad traces noted during visual inspection. Unexpected pump error 81 and pump error 42 alarms during testing due to moisture damage on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly peeling end cap address label, cracked battery tube area, moisture damaged on motor assembly and corrosion on force sensor assembly.